Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine 600mcg at 57.5mcg daily. The indications for use was non malignant pain. It was reported that when the patient would come in for refills recently there was always more left in the pump then there should be. The patient stated their pain started to increase as well. The troubleshooting/diagnostics performed was the physician attempted to access the catheter port in the office and was not able to aspirate the catheter. No other trouble shooting was done as far as this reporter knew. There were no known environmental factors that may have led or contributed to the issue. The physician decided to schedule the patient for a catheter revision and replace the pump as well as the patient¿s pump was close to eri (elective replacement indicator). At the revision the pump segment was cut to determine if there was csf (cerebral spinal fluid) flow, because according to the physician he attempted to access the catheter access port in the office but was unsuccessful, and that was why he decided to do a revision for this patient. There was no flow from the pump segment. The physician then went to the spine site. Using fluro the physician tried to find the previous catheter and anchor but was unable to locate it. The physician decided to tie off the existing catheter at the abdomen site and then inserted a new catheter. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.